Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead experienced multiple syncopal episodes. Device interrogations were performed and normal operation was noted. An x-ray was performed that was also noted to be normal. The patient was placed on a holter monitor where loss of capture (loc) with asystole of up to six seconds was observed. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted.